Event description:
Patient seen on routine remote follow up. Noted increase in power consumption, and decreased battery longevity. Confirmed with bsc tech support premature battery drain. Generator needs to be changed within 90 days. Manufacturer response for pacemaker, accolade el l321 (per site reporter). Recommends generator change within 90 days.